Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that they were supposed to charge their ins but it would not do it. The patient indicated the recharger screen goes blank when they try to charge ins. Patient is able to press it on and off to turn the ins off in the meantime. Patient reported having trouble getting coupling boxes. Patient reported they would plug the recharger back into the desk top charger and recharger battery level would be down to 1/4 of a bar when it should be fully charged. No symptoms reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.